Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hypoglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to the meter having no power. No treatment information provided. A request was made for the return of the meter, replacement sent.